Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) replaced the molded occluder tongue on the roller pump and checked pump occlusion mechanism. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the molded occluder tongue on the roller pump was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.